Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information.

Event description:
It was reported that the patient was taking an unspecified anticoagulant medication. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that bleeding occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated that she has spots on her abdomen that appear to be a cluster of blood vessels and she had inserted the sensor through one of the spots. After the 2-hour warm-up period, she noticed her clothes were saturated with blood. Emergency medical services (ems) was called and applied pressure bandages to the area. After ems left, a while later, she noticed that she was still bleeding and called ems. Ems arrived, dressed the wound, and transported the patient to the emergency department (ed). While in the ed, the physician provided an unspecified treatment (not sutures, possibly skin glue and/or coagulation powder per the patient) to the area, dressed the area, and applied pressure. The patient was discharged home and she has not experienced any bleeding since. No additional patient or event information is available.